Event description:
The device was used during a coronary artery bypass graft procedure. Reportedly, after 2 hours in intensive care unit, bleeding occurred in chest. The surgeon performed a reoperation and stated the suture broke 1/3 way through the running stitch for anastamosis. The pt suffered from hemorrhaging and blood loss and expired on december 5, 1998.